Manufacturer narrative:
Evaluation summary: the returned device was received in the fully clip deployed condition. All external observations of the device were normal except for the vessel locator, which was partially collapsed within the distal end of the delivery tube, but with attachment points secure within the vessel locator and presented bent vessel locator wings. Inspection of the device internal components revealed normal clip deployed components and an intact pusher body to shaft nylon joint bond. The root cause for the failure of the wings to retract is undetermined. No device malfunction was detected. Review of the history lot record for this device did not produce any findings relevant to this investigation.

Event description:
Device malfunction: hard stuck. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device achieved arteriotomy closure after a diagnostic procedure. The wings would not retract causing the device to be stuck. The physician applied pressure to pull the device out. The starclose was removed and hemostasis was achieved with the device. No additional information available.